Event description:
It was reported that during a dental extraction, the drill overheated. The patient received a burn to the lower lip. Steroid cream was applied to the burn area. No other medical intervention was reported.